Event description:
The patient received more medication than intended. A ventilated patient was reveiving an unspecified concentration of morphine at an unspecified rate. No specific programming parameters were provided. After an unspecified length of time, the patient's heart rate began to decrease. The rn entered the patient's room and noted that the pump was giving an unspecified alarm. The patient was treated by "manually ventilated with 100% oxygen for an unspecified amount of time" the patient reportedly received 120ml of morphine over an unspecified length of time.